Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged washer at the grip ring. The washer was loosely placed and moving freely. The grip ring moved freely up and down the grip drive adapter. The instrument was placed on an in-house system and passed the recognition, engagement, and cut and seal tests. The instrument was found to have failed during initialization based on log review but not during in-house testing. A review of the system logs verified three vse instrument failed during homing on universal surgical manipulator (usm) 4 with error code 22026 and two vse instrument blade jammed on usm4 with error code 22025. There was no dislodged knife observed. It is possible that the initialization failure experience was due to dislodged washer at the grip ring. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument generated a blade exposed error message. The procedure was completed and no known impact or patient consequence was reported.